Manufacturer narrative:
As reported, the balloon from a 5f mynxgrip vascular closure device (vcd) lost pressure at the second stop and was pulled out of the body. Hemostasis was achieved with manual pressure in 30 minutes or less. There was no reported patient injury. The user was certified on the use of the mynx device. There were no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. The mynx was used during a neurovascular procedure with a 5f non-cordis sheath. The mynx vcd was prepped according to the instructions for use (IFU). The black marker on the inflation indicator was fully exposed during prep. The vessel type was femoral arterial and there was peripheral vascular disease (pvd)/calcium present. The vessel size was 7mm. A pre-procedural angiogram was performed to verify the femoral artery¿s suitability, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The procedure used a retrograde approach. There was no resistance while inserting the device or when pulling back the device. There was no unusual force applied while shuttling down/retracting. There was no visible damage in distal end of the sheath after removal. The patient was not hospitalized and the hospitalization was not intended. The patient is noted to have recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle cartridge was disengaged from the black handle. The syringe was connected to the device with the stopcock close. It was observed that there was dried contrast in saline solution in the inflation tube of the returned device, near the stopcock as received. The procedural sheath was on the shuttle, covering the balloon proximal tip. The advancer tube and sealant were found in the shuttle cartridge tubing. Leak testing could not be performed due to device¿s inflation lumen clogged by dried contrast in saline solution. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 4.5 mm from the balloon proximal neck. A device history record (DHR) review of lot f1826801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review, access site vessel characteristics (there was peripheral vascular disease (pvd) or calcium present and rupture occurred at second stop) most likely contributed to the reported event since a calcified vessel and/or a stented vessel may cause damage to the balloon. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Event: addendum for additional information received: the procedure use an ante-grade or retrograde approach. The user was certified on the use of the mynx device. The mynx vcd was prepped according to the instructions for use (IFU). There were no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery (cfa) or vein. There was no visible damage in distal end of the sheath after removal. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1826801 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon from a 5f mynxgrip vascular closure device (vcd) lost pressure at the second stop and was pulled out of the body. There was no reported patient injury. The mynx was used during a neurovascular procedure with a 5f non-cordis sheath. The vessel type was femoral arterial and there was peripheral vascular disease (pvd)/calcium present. The vessel size was 7mm. A pre-procedural angiogram was performed. The black marker on the inflation indicator was fully exposed during prep. There was no resistance while inserting the device or when pulling back the device. There was no unusual force applied while shuttling down/retracting. Hemostasis was achieved with manual pressure in 30 minutes or less. The patient was not hospitalized and the hospitalization was not intended. The patient is noted to have recovered.